Event description:
It was reported that the customer wanted to know how to correct this error code 200.5040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error code 200.5040. Technical support - 1. Flash the pc unit or the module to the correct software version. A review of the device history record showed the device had a manufacture date of 1jan2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - flash the pc unit or the module to the correct software version a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer wanted to know how to correct this error code 200.5040. There was no patient involvement.